Event description:
It was reported that a patient presented to the clinic with a dislodged right ventricular lead as it slipped out of the coronary sinus vein. An x-ray was performed on (B)(6) 2022 that confirmed that the lead was dislodged. A loss of capture was also observed as a result of the dislodgement the lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.